Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was severed in two segments at about 77 mm from the terminal pin. Visual inspection found the helix was extended, with dried blood and tissue in the helix housing. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess the electrical performance of the lead segments; measurements were within normal limits, confirming the segments were intact and electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. The helix extension/retraction difficulties at the revision procedure were likely due to the dried body fluid and tissue observed in the helix mechanism.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, after the procedure the patient was not well and the lead was found to be dislodged. A new procedure was performed to reposition the lead, but the helix was not able to extend or retract properly so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. However, after the procedure the patient was not well and the lead was found to be dislodged. A new procedure was performed to reposition the lead, but the helix was not able to extend or retract properly so the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.